Event description:
It was reported during insertion, the smartseal introducer and dilator broke entirely. Both pieces were retrieved from the patient with a snare. The patient was reported to be fine. No injury or consequence reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one merit medical dilator for analysis. Signs of use were observed on the dilator body. Visual inspection of the sample confirmed the dilator was separated in two locations. One separation was towards the distal tip and the other separation was in the middle of the extrusion. The other end of the separated half (hub end) was not returned for analysis. The first separation in the dilator measured 6mm from the distal tip. The second separation measured approximately 49mm from the distal tip. The total length of the returned sections of the dilator measured .236" and 1.6875" , totaling 1.9237, which indicates that at least 6.566" of the dilator body was severed and not returned for analysis. The outer diameter of the dilator measured 0.212" which is within specifications of 0.209-0.212" per sheath/dilator product drawing. The inner diameter at dilator tip measured 0.038" which is within specifications of 0.038-0.039" per sheath/dilator product drawing. A device history record review was performed, and a relevant finding was identified. Three non-conformances were initiated for batch 13p20f0245 to address the issue of a defective dilator tip. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The complaint of a separated dilator body was confirmed by a complaint investigation of the returned sample and the customer photo. The dilator was separated in two locations. One separation was located towards the distal tip, while the second separation occurred around the middle of the extrusion. A device history record review was performed, and a relevant finding was identified. Based on the customer report and the sample returned, the root cause of this investigation is supplier related. A non-conformance was initiated to address the issue involved with this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during insertion, the smartseal introducer and dilator broke entirely. Both pieces were retrieved from the patient with a snare. The patient was reported to be fine. No injury or consequence reported.